Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. During the device evaluation these errors were not reproduced, however, errors e172 and e006 were located in the error log confirming the occurrence. The device evaluation found that error 172 was caused by a faulty low voltage power supply (lvps) board and cable. It was also found that there was a black filament at the edge of the image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The root cause of the e172 error cannot conclusively be determined, however, the likely a defective lvps cable and lvps board. The root cause of the e006 error cannot conclusively be determined. This error is triggered due to an increased impedance between both electrodes. Possible causes include but are not limited to: increased number of deposits of tissue on the electrode. Increased contact resistances due to incorrectly or insufficiently plugged contacts at the working element or connection cable. (Defective contacts at the working element can be present when the generator is activated and the instruments are not correctly assembled. The error message might the be displayed at a later time.) Increased contact resistances due to defective contacts. The instrument is located in a gas bladder during activation. The measuring method of the esg-400 might have an impact on the conductivity additionally user error cannot be excluded. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the generator was giving error e172 and e006 error messages. The issue was found during a transurethral resection procedure. After some trials, the device was turned off and then turned on again and the procedure was completed with the device. There were no reports of patient harm.